Event description:
It was reported that the 9800 system c-arm failed to boot. No patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Determined that the hard disk drive was defective. Replaced drive, reloaded software and the system was tested and found to be working as intended. System placed back into service.